Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Device interrogation on (B)(6) 2015 revealed reduced r wave sensing. Patient was scheduled for a nips on (B)(6) 2015. Pre nips fluoroscopic showed rv lead dislodgement without perforation. Lead was surgically repositioned on (B)(6) 2015, patient was discharged from hospital on (B)(6) 2015 without complications.

Manufacturer narrative:
(B)(4).